Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "over pumps during volume accuracy test >0. 21ml" was not reproduced. The flowline run a flow accuracy test, the device was within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-pumps during volume accuracy test >0. 21ml in the biomedical service department. There was no patient involvement. No additional information is available.